Event description:
A fire allegedly occurred in the electric system of the bed, resulting in the consumer's death.

Manufacturer narrative:
Manufacturer received summons alleging a death resulting from a fire with an invacare bed present. Other devices present were not identified. No details of alleged incident have been provided. The device itself has not been provided for inspiration. As a conservative measure MDR filed based on alleged death.